Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection of the returned device confirmed the stated failure mode. The tip of the device is bent and damaged rendering it inoperable. The device was manufactured in 2020 and shows signs of extensive use. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported after the procedure, that both forceps are bent at the tip. The procedure was completed without delay and backup from smith & nephew was available to finish the surgery. The surgeon was satisfied with the surgical outcome. No patient injury/harm or other complications at the moment. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.